Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl while wearing the pod. It was also reported that they received a "senor not found message". According to the patient they were at a therapist appoint when blood glucose was dropping so they walked themselves to the emergency room. The patient was treated with juice and then the hospital did observation. No information was provided on when they were released form the hospital. The pod was worn when seeking medical attention.